Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. The tubing, the connector, and the injection port were not received. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female who had a mentor smooth round spectrum 575cc saline prostheses placed experienced bilateral deflation post procedure. The deflation was diagnosed in the physician¿s office. As a result, explant was performed on (B)(6) 2022. The right sided deflation was reported initially under 1645337-2022-05896 on may 19, 2022. On may 27, 2022 mentor became aware that the returned left sided device also appeared to have been deflated. This report relates to the left prosthesis.